Event description:
It was reported that the patient experienced an issue with the rear-tip extender of an inflatable penile prosthesis (ipp). The patient condition was reported to be okay. Additional information has been requested and a supplemental report will be provided should it become available.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. Both cylinders performed within specifications. The pump failed the inflation and deflation tests. Both rte's were within specification. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Review of the manufacturing records confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced an issue with the rear-tip extender of an inflatable penile prosthesis (ipp). The patient condition was reported to be okay.